Event description:
Nurse connected IV extension to newly placed IV at which time blood started to flow back into the IV extension and primary tubing. Primary tubing was found to be defective allowing blood to flow up the line and out the clave side port.